Event description:
As reported by the (B)(4) registry, the patient experienced a precise stent malfunction during the index procedure. The precise stent was underexpanded after deployment. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the ostium of the right internal carotid artery (r6). The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 80%. An angioguard (601814rmc / lot 70112448) was advanced to the lesion but would not cross. Therefore, the device was removed and another angioguard (501814rmc/ lot 70911474) was successfully deployed distal to the lesion and the lesion was pre-dilated. A precise (pc0630rxc/ lot 15571472) stent was deployed in the lesion. The stent appeared to be not fully expanded. At the proximal portion of the lesion. This persisted despite post-dilation with a 5mm balloon catheter. Because of this reason the physician attempted to deploy a second precise (pc0730rxc/ lot 15553722) stent but the stent would not cross the lesion. The procedure was completed with re-dilation of the proximal edge with a 5mm aviator balloon and a moderate residual stenosis between 30 and 40% was accepted. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry, the precise stent was under expanded after deployment. The patient is a (B)(4) female who was enrolled in the (B)(4) study for stenting of the ostium of the right internal carotid artery (r6). The vessel was described as severely calcified and mildly tortuous with an 80% stenosis. An angioguard was advanced to the lesion but was unable to cross. Therefore the device was removed and another angioguard was successfully deployed distal to the lesion and the lesion was pre-dilated. A precise stent was then deployed, however, the stent appeared not to be fully expanded at the proximal portion. This persisted despite post-dilation with a 5 mm balloon catheter. Because of this the physician attempted to deploy a second precise stent, however, the stent would not cross the lesion. The procedure was completed with re-dilation of the proximal stent edge and a moderate residual stenosis between 30 and 40% was accepted. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.